Manufacturer narrative:
The other relevant components include: product ID: 8578, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. Product ID: 8596sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative on (B)(6) 2017 regarding a patient receiving unknown baclofen (90mcg/ml at 12.765mcg/day), clonidine (400mcg/ml at 56.73mcg/day), and fentanyl (5mcg/ml at 0.7091mcg/day) via an implanted infusion pump. The indications for use included non-malignant pain, post lumbar laminectomy syndrome, and multiple back operations. It was reported that during a pump replacement surgery, the hcp was unable to clear the catheter. They decided to hook up the new pump without performing a back table prime, and requested assistance calculating how long the patient would be without drug. It was noted that they put the old drug from the previous pump into the new pump. The catheter volume was 0.183ml and the flow rate was 0.142ml/day. It was reviewed that the patient would be receiving the existing drug in the catheter for 30 hours and 56 minutes, and the patient would not receive therapy between 33 hours and 38 minutes and 48 hoursand 51 minutes. The patient's patient-activated (pa) bolus settings were as follows: bolus amount: 0.0150mg, duration: 1 minute, maximum activations (max): 4, lock-out interval (loi): 3 hours, and dose restriction interval (dri): 4x24 hours. The representative was to follow-up with the hcp. No patient symptoms were reported and no further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from manufacturer representative (rep) on (B)(6) 2017 reported they believed the pump was discarded by the customer and would not be returned for analysis. The rep stated that they believed the inability to clear the catheter was resolved as they had not received follow-up from the patient since the procedure. The rep stated that the cause of the inability to clear the catheter was not determined, and the patient's weight at the time of the event was unknown. The rep had no further information to report regarding this event. No further complications were reported or anticipated.